Event description:
It was reported that separation occurred during use with a connector c35-o. The following information was provided by the initial reporter, "optima injector and connector was used for home infusion. Nurse taped the two devices together after making the connection and sending patient home. Upon return to the clinic on 9/13/2019 patient stated that the connector and injector separated at 10:00am the day after it was connected by the nurse in the clinic. He reconnected the devices several times and it "immediately" continued to "pop" apart. On the fifth attempt he used "electrical" tape to keep the connection together. He reported no leaking just that the "pump" was alarming occlusion. Upon return to the clinic the nurse stated when she removed the electrical tape from the two devices to disconnect she said it took "no" effort to pull the two devices apart."

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lots 19066101 and 1904104, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. Results were reviewed for the lot lots 19066101 and 1904104, no issues were identified during testing of either lot and all product met required specifications. CAPA#1186628 was initiated.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a connector c35-o. The following information was provided by the initial reporter. "Optima injector and connector was used for home infusion. Nurse taped the two devices together after making the connection and sending patient home. Upon return to the clinic on (B)(6) 2019 patient stated that the connector and injector separated at 10:00am the day after it was connected by the nurse in the clinic. He reconnected the devices several times and it "immediately" continued to "pop" apart. On the fifth attempt he used "electrical" tape to keep the connection together. He reported no leaking just that the "pump" was alarming occlusion. Upon return to the clinic the nurse stated when she removed the electrical tape from the two devices to disconnect she said it took "no" effort to pull the two devices apart."